Event description:
A healthcare facility reported that during surgery, there was a persistent occlusion displayed while in sculpt and quadrant mode and the second hand piece had a noticeable drop in phacoemulsification power. The staff tried repriming and tightening the tip unsuccessfully. The procedure was completed with no patient harm after the cassette and hand piece were exchanged. According to the reporter, the event occurred "about six times". Add'l info has been requested but no received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).